Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 8:30 pm for a low blood glucose level of 23 mg/dl. The customer stated that there were no significant events that could have led to the issue. Customer states that their insulin pump was exposed to an MRI four to six weeks prior to the call. The customer's pump passed a displacement test. The customer was advised to speak to their health care provider about the possible cases of the low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.